Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient, the cs300 intra-aortic balloon pump (iabp) surfaced ap optical sensing module failure. There was no harm reported.

Manufacturer narrative:
It was reported that the cs300 intra aortic balloon pump (iabp) had a.p. Optical sensing module failure alarm. There was patient involved, however no adverse event reported. A getinge field safety engineer was dispatched to evaluate the unit. Successfully completed a simulated treatment with testing catheter and trainer as well as fiber optic tester without issue upon initially testing unit. Unable to identify failure in the logs, attached for reference. Successfully completed a full system checkout without issue. Replaced fiber optic module as a precaution. Post replacing fiber optic module, successfully completed a full system checkout on unit without issue. Unit calibrated and passed all functional and safety tests per factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields-d4 UDI, d9, h1, h2, h3, h11. The failure analysis and testing (fat) dept. Received fiber optic module with a reported unit failure of failure of ap sensing module. Fat performed a visual inspection and found the part to be in good condition. Fat installed fiber optic module into the cs300 test fixture and tested the fiber optic module to factory specifications per the cs300 service manual. The fat performed the fiber optic test in diagnostics multiple times and each time the fiber optic module passed testing meeting factory specifications. The fiber optic module passed testing. Sent the fiber optic module to the supplier per procedure and received results from the supplier for part. They stated a coupler was pinched and needs to be changed. Probable root cause for this part is not specifically stated. Parts were reattained by fat as per procedure. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.